Event description:
Pt was connected to blood cell separator. Pt immediately complained of chest pain and nausea. Pt flushed and diaphoretic. Vital signs were stable. Pheresis was stopped. A 'fibrin clot' was found in the tubing carrying blood from pt to apheresis unit. Clot cultured with no growth. EKG, chest x-ray, arterial blood gas were all normal. Ventilation/perfusion scan revealed low probability for pulmonary embolus meaning that it was not of large clinical significance without clinical sequelae. Pt discharged.